Event description:
It was reported that there was overexposure on the image. They tried two different cameras but resolved the issue by swapping the camera console.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was overexposure on the image. They tried two different cameras but resolved the issue by swapping the camera console.

Manufacturer narrative:
Alleged failure: overexposed image. Confirmed failure: no problem found no repair required. Probable root cause: - cables - hdmi cables - connectors - digital board - power supply - filter / fuse - ac inlet board - main board - transition board - intermittence between transition board and ch connector - software - camera head (sensor, sensor cable) - coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring) - problem toggling light source - connected monitors - leaking - poor grounding (e.g camera head connection from cable to transition board.) - no/incorrect communication with light source - soaking cap disconnection during sterilization - electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge - cybersecurity attack - pendulum ch inertial measurement unit (imu) -incident light from surgical scene is reflected by coupler/ch window - use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.